Manufacturer narrative:
Concomitant medical products: dtma1d1 crtd, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device reached possible early battery depletion. The device was explanted and replaced. It was also noted that the left ventricular (lv) lead had high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.